Manufacturer narrative:
Multiple ids of sid (B)(6) (male, 73 year old), sid (B)(6) (female, 57 year old), sid (B)(6) (female, 62 year old). No race/ethnicity available due to privacy law. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false depressed results when processing on alinity c processing module (serial (B)(4)) on 3 samples that repeated higher when testing on another alinity c processing module (serial (B)(4)) on (B)(6) 2021. Sid (B)(6) (male, 73 year old) generated co2 of 20 mmol/l, repeat 25 mmol/l (account co2 normal range 22 to 32 mmol/l). Sid (B)(6) (female, 57 year old) generated sodium of 118 mmol/l, repeat 154 mmol/l (account sodium normal range 135 to 145 mmol/l). Sid (B)(6) generated co2 of 21 mmol/l, repeat 27 mmol/l. Sid (B)(6) (female, 62 year old) generated sodium of 104 mmol/l, repeat 149 mmol/l. Sid (B)(6) generated calcium of 5.5 mg/dl, repeat 9.8 mg/dl (account calcium normal range 8.5 to 10.5 mg/dl). Sid (B)(6) generated co2 of 19 mmol/l, repeat 30 mmol/l. Sid (B)(6) generated total bilirubin 0.1 mg/dl, repeat 0.3 mg/dl (account total bilirubin normal range 0.2 to 1.2 mg/dl) no race/ethnicity available due to privacy law. No impact to patient management was reported.

Manufacturer narrative:
The abbott customer technical advocate (cta) reviewed the instrument logs and recommended the following troubleshooting actions: observe sample probe for any gel or interference, calibrate sample probe to optimize instrument, perform cuvette wash, observe cuvette washer nozzles for any leaking or dirty dry tip and replace dry tip if necessary. The cta confirmed that the customer performed procedures 5601 clean cuvettes with detergent a and 4102 sample pipettor calibration. No additional discrepant result issues have been reported since the troubleshooting was completed. A definitive cause of the discrepant result was not identified. However, a pre-analytical sample issue cannot be ruled out. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify an adverse trend related to the current complaint. Review of the clinical chemistry systems identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances or potential non-conformances related to the current complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant photometric and ict results. A product deficiency was not identified.